Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. Upon opening, the 2.75x12 mm taxus express2 drug eluting stent, the stent struts appeared to be flared on the proximal portion. The device was not used and the case was completed with a different device. No pt complications were reported.